Manufacturer narrative:
Insulin pump passed the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. No an error in the motor was detected by reading unexpected value from hall sensor alarms noted during testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had pump error alarm. Customer's blood glucose value was unknown at the time of the incident. Customer stated piston will not go up and down and they just put new reservoir. The customer was assisted with troubleshooting. Customer states pump was not exposed to a high magnetic field. Customer reports they were able to clear the alarm. Customer states they were not able to rewind the pump. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be return for analysis.